Event description:
Additional information was provided by both the patient and the physician. The patient reports undergoing bilateral implantation of the crystalens. Postoperatively, the patient has been referred to a retinal specialist who has diagnosed the patient with swelling and leakage. The patient also reports being unable to see clearly. According to the physician, the patient had pre-existing retinal pathology preoperatively, as summarized in b7. The patient was cautioned preoperatively with regard to risks and benefits of cataract surgery. Preop bcva od was 20/50+1 and j1, ucva was 20/200, mrse was -2.75 sph. Most recent postoperative exam in 2008 reveals vision improved: ucva 20/30, mrse -1.50 sph. Patient was referred to retinal specialist who diagnosed mild cystoid macular edema ou and prescribed topical steroids and ndsaids. Reference MDR # 2031924-2008-00272.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the patient had pre-existing retinal conditions that were directly related to the patient's outcome. The crystalens was well centered with no significant pco or striae. The patient's vision was improved postoperatively when compare to baseline vision.